Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Controller sparking smoke and burning smell appeared for second time in short period.

Event description:
The junction box and motors were inspected. There were no signs of burns, smoke or any type of smell. They were bench tested for 20 minutes and all functions were normal.